Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. The cause of the event was due to dislodgement which was confirmed during the additional procedure. During the additional procedure, it was not possible to extend the helix of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, ¿no threshold can be found¿, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of ¿no threshold can be found¿ was not confirmed but helix mechanism issue was confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix partially extended and clogged with blood/tissue. After cleaning the helix could be extended/retracted by applying torque onto the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Visual inspection found the outer insulation cut at the proximal region of the lead consistent with procedural damage.